Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the black box and alarm history indicated call service 70 and 64 alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no rewind issues occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places and that the retaining clip at the end of the lead screw was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.